Event description:
It was reported that during a da vinci-assisted surgical procedure that message 48204 occurred. The site stated that the image was normal, and they would power cycle the system and the vision side cart (vsc) circuit breaker between cases. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the procedure was completed without having to bring in another camera or any other system component. After the case, the customer did a hard reset on the system as suggested and the system has been functioning normally.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an error occurred, an investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the endoscope controller (ec) to resolve the issue. The ec was returned for failure analysis and the reported failure was replicated. This unit was installed into the test system, and it failed due to the video test. The image at vision side cart (vsc) monitor turned yellow which means the light engine sensor self-test failed.